Manufacturer narrative:
Investigation summary a failure was reported on a instrument bactec 9050 (p/n 445800, s/n (B)(4)). Customer called to inquire about bottle storage causing false positives. Bd remote assistance talked with the customer and explained that the bottles are sterilized before shipping and that bacterial cannot be positive due to storage conditions. It was concluded that information about blood culture may not be properly understood in the hospital. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " I often get false positives, but please tell me if it depends on the storage condition of the bottle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "I often get false positives, but please tell me if it depends on the storage condition of the bottle."